Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, manufacturing review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safestep infusion set was returned for investigation. A blue infusion cap was attached to the hub. The clamp was engaged. Dried, red residual material was present throughout the extension tubing. A partial split in the extension tubing at the distal end of the luer hub was observed. Microscopic observation of the split surface revealed it to be rough and granular. Uneven steps on the break surface were also present. The split was located at the end of the adhesive fillet. Based on the characteristics of the split, possible contributing factors include excessive manipulation leading to material fatigue, tensile damage, and improper securement. Based on the evidence of use and characteristics of the split, it is likely that the tear developed over time. Possible contributing factors include tensile, kinking, and/or torsional stresses being applied to the extension tubing during handling or use. The product instructions for use (IFU) states, "avoid excessive manipulation once the needle is in the port." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient accessed with 20 gauge 3/4 inch power injectable port needle on (B)(6) 2019. Patient running continuous arac at 10ml/hr for 24 hours since that time. At 0915 on (B)(6) 2019tubing connected to port needle noted to have cracked causing blood and chemotherapy to leak onto patient and pct/sitter. Port needle removed from patient and patient reaccessed. New scrubs to be obtained for pct from evs."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, manufacturing review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safestep infusion set was returned for investigation. A blue infusion cap was attached to the hub. The clamp was engaged. Dried, red residual material was present throughout the extension tubing. A partial split in the extension tubing at the distal end of the luer hub was observed. Microscopic observation of the split surface revealed it to be rough and granular. Uneven steps on the break surface were also present. The split was located at the end of the adhesive fillet. Based on the characteristics of the split, possible contributing factors include excessive manipulation leading to material fatigue, tensile damage, and improper securement. Based on the evidence of use and characteristics of the split, it is likely that the tear developed over time. Possible contributing factors include tensile, kinking, and/or torsional stresses being applied to the extension tubing during handling or use. The product instructions for use (IFU) states, "avoid excessive manipulation once the needle is in the port." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient accessed with 20 gauge 3/4 inch power injectable port needle on (B)(6) 2019. Patient running continuous arac at 10ml/hr for 24 hours since that time. At 0915 on (B)(6) 2019 tubing connected to port needle noted to have cracked causing blood and chemotherapy to leak onto patient and pct/sitter. Port needle removed from patient and patient reaccessed. New scrubs to be obtained for pct from evs."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient accessed with 20 gauge 3/4 inch power injectable port needle. On (B)(6) 2019 patient running continuous arac at 10ml/hr for 24 hours since that time. At 0915 on (B)(6) 2019 tubing connected to port needle noted to have cracked causing blood and chemotherapy to leak onto patient and pct/sitter. Port needle removed from patient and patient reaccessed. New scrubs to be obtained for pct from evs."